Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: is the lot number of the device available? No. What were the indications for surgery? Unknown. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Pa who works for the surgeon group. Over 12 years of experience firing this device for 20 general surgeons. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? Unknown. Was the device difficult to fire? Unknown. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Did the ripping of the donut occur upon removal of device from the patient or upon inspection of the donuts at the back table? Inspection of the donuts at the back table. Was a complete transection of the cutting washer visually confirmed? Unknown. Were any staple formation issues identified? If so, please describe the shape. No. What was the total estimated blood loss (ml)? Unknown. How was the bleeding staple line addressed? Unknown. How was the procedure completed? Unknown. What is the current status of the patient? Unknown.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Did the ripping of the donut occur upon removal of device from the patient or upon inspection of the donuts at the back table? Was a complete transection of the cutting washer visually confirmed? Were any staple formation issues identified? If so, please describe the shape. What was the total estimated blood loss (ml)? How was the bleeding staple line addressed? How was the procedure completed? What is the current status of the patient?

Event description:
It was reported that during a sigmoidectomy, they were using the ecs29a and the surgeon reported that the patient had a staple line bleed and had to give the patient blood. When the pa was checking the donuts, they ripped one of the donuts because he was unable to get it out. It is unknown how the case was completed.